Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ lower pelvic pain') in an adult female patient who had essure (batch no. C51388 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2016 and metronidazole (metrogel) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal discharge, fatigue and alopecia outcome was unknown. The reporter considered alopecia, fatigue, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-jun-2019: quality-safety evaluation of ptc (product technical complaint). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ lower pelvic pain') in an adult female patient who had essure (batch no. C51388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2016 and metronidazole (metrogel) from (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal discharge, fatigue and alopecia outcome was unknown. The reporter considered alopecia, fatigue, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-jun-2019: plaintiff fact sheet- events pain, vaginal discharge, fatigue, hair loss were added. Event injury was deleted and device category changed from device other event to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.